Manufacturer narrative:
During preventive maintenance (pm) performed on (B)(6) 2023, the autopulse platform (sn (B)(6) ) failed the load cell characterization test. The root cause for the observed failure was a failed load cell module, likely attributed to the age of the platform, failed component(s), or mishandling such as a drop. The autopulse platform was manufactured in january 2011 and is more than 12 years old, well beyond its expected service life of 5 years. During visual inspection, there was no physical damage observed on the autopulse platform. The autopulse platform failed the load cell characterization test during the functional testing. The failed load cell module 2 was replaced to address the observed failure. Following service, another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During service on (B)(6) 2023, the autopulse platform (sn (B)(6)) failed the load cell characterization test. No patient involvement.